Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is feeling pacing at the same time each night but not at other times. The caller was advised that the patient has chronic lead trend still programmed on and suggested that it be turned of to terminate any symptoms the patient may be having. The device remains in use. No further patient complications have been reported as a result of this event.